Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the external pulse generator (epg) had no voltage output. It was indicated that the main printed circuit board was out of specification electrically and that both display wires were pinched but the insulation was not compromised. These parts were replaced and the epg passed final functional and system tests. Following service and repair, failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and powered up normally. All tests passed on the automated test console. The device was placed in an oven for an hour at 158 degrees fahrenheit, then placed in a freezer for an hour and then placed back in an oven for an hour. The board then powered to an error. The error log was then reviewed, the log had two different errors. Conclusion: confirmed the reported errors, there is a suspected solder issue with the diestack.

Event description:
It was reported that the external pulse generator (epg) had no voltage output. The epg was returned for service. There was no patient involvement.